Event description:
It was reported that the patient presented to the hospital with syncope. Upon interrogation and chest x -ray, it was noted that the right atrial (ra) lead had dislodged. Loss of capture was noted on the lead; however, the physician does not believe that the syncope was related to the ra lead dislodgement. The fluoroscopy during the procedure showed that the ra lead was dangling in the atrium. The physician successfully repositioned the lead. During the repositioning procedure, the physician visually noted a small nick on the insulation of the right ventricular (rv) lead. The lead was functioning and tested electrically normal. Lead repair kit was used to repair the insulation nick. The patient condition was stable during and after the procedure.